Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to perform a percutaneous peripheral intervention for a shunt in a heavily tortuous, heavily calcified and 75% stenosed unknown lesion. A 7 x 40 mm fox cross balloon ruptured at 6 atmospheres during the first inflation. Another fox cross was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.